Event description:
The following has been reported by customer: the pump beeps randomly and displays the message: battery charging. We have tried several power cords without success. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was not reviewed as the device has already gone through its first preventive maintenance. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided video, the reported event was confirmed by founding "battery voltage error". The battery has been changed that solved the issue. Therefore this complaint is considered as valid, and the root cause is likely due to a defective battery. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.